Event description:
It was reported to philips that the examination room monitor was not turning on, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the examination room monitor was not turning on. No further information regarding the issue has been provided. No service has been performed by philips as the system had passed its end of service date (eos) and could not be supported. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.